Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation. Therefore, the failure investigation was limited to assessment of user facility information and the retention sample from the involved product code/lot number combination. Visual inspection did not find any anomalies in its appearance. Magnifying inspection did not reveal any anomalies. The outside diameter was measured along the total length and confirmed to be within the manufacturing specifications. The sample was peeled off the urethane outer layer from the wire intentionally for checking the adhesion level of the urethane outer layer to the core wire. There was no lifting or gap between the core wire and the urethane outer layer. No anomaly was observed. A review of the device history record product release decision control sheet of the involved product/lot # combination confirmed there were not any indications of production related problems or any discrepancies in the inspection/test results. A search of the complaint file did not find any other report with the involved product/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the available information the appearance of the involved sample, it is likely that the shearing of the urethane layer occurred due to the actual sample having been used in combination with a metal needle. With no return of the actual sample for investigation, however, the cause of this complaint cannot be identified definitely. The device labeling does address the potential for such an event in the instructions-for-use with statements such as: "do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire". All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Actual device not returned.

Event description:
The user facility reported a piece of the glidewire sheared off during a procedure. Follow up communication with the user facility reported the following information: (1) a piece of the glidewire sheared off into patient during port placement procedure; (2) the glidewire was inserted through a metal needle to gain i.j. Access; (3) the sheared piece of coating that was in the patient during the port procedure was successfully removed in a follow up procedure; (4) the patient has been moved to another wellstar facility in wellstar (B)(4); and (5) the patient is doing well.